Manufacturer narrative:
H.6. Investigation: bd was unable to verify the reported failure as no sample or picture was provided. No objective evidence of this incident was found during the device history record analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see h.10.

Event description:
It was reported that a stuck plunger occurred during use with a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "when attempting to flush a cannula on a patient the nurse used bd posiflush sp 10ml. She depressed the plunger to administer the flush but after 2.5mls the plunger stuck and would not move. This is the second such incident in this unit and they tried another sample from the same box and lot number and it worked perfectly. They did report that this had happened with a handful of the same product from the same lot numbers that day but they could only provide one non contaminated sample for collection. The danger was that the nurse would think that the cannula was not patent as there was resistance when flushing. This could lead to the cannula being removed and resited unnecessarily without need causing distress for the patient and exposing them to infection risk. Also if a healthcare worker pushed too hard as a result of the syringe sticking they could expose the patient and the cannula to a high pressure flush which could cause injury and pain to the patient should the obstruction become dislodged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a stuck plunger occurred during use with a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "when attempting to flush a cannula on a patient the nurse used bd posiflush sp 10ml. She depressed the plunger to administer the flush but after 2.5mls the plunger stuck and would not move. This is the second such incident in this unit and they tried another sample from the same box and lot number and it worked perfectly. They did report that this had happened with a handful of the same product from the same lot numbers that day but they could only provide one non contaminated sample for collection. The danger was that the nurse would think that the cannula was not patent as there was resistance when flushing. This could lead to the cannula being removed and resited unnecessarily without need causing distress for the patient and exposing them to infection risk. Also if a healthcare worker pushed too hard as a result of the syringe sticking they could expose the patient and the cannula to a high pressure flush which could cause injury and pain to the patient should the obstruction become dislodged."